Manufacturer narrative:
Concomitant product: (2)pri tubing, (2)ext tubing, therapy date: (B)(6) 2015. The customer¿s report of a channel error was not confirmed; however, a "channel disconnect" event was confirmed and replicated. Analysis of the pcu event log shows the event pump module in the channel c position delivering a basic infusion at 999ml/h and the syringe pump module sn (B)(4) in the channel d position infusing midazolam at the rate of 0.29ml/h when a "channel disconnect" alarm occurred. The user confirmed the event and reprogrammed the infusion on the syringe pump module only. Physical inspection of the device noted the left iui connector pins had contamination / corrosion on a few pins. No other issues or anomalies were noted. The "channel disconnect" alarm was replicated during test. Temporary replacement of the pump module left iui connector resolved the problem; no disconnection could be induced with a known good iui connector installed. When the customer's connector was replaced, the event was replicated again. The proximate cause for the event is contamination/ corrosion found on the left iui connector pins. The root cause for the contamination/corrosion was not determined.

Event description:
The customer reported that while programming a bolus on a large volume pump, a channel error occurred and the device shut down, along with the channel next to it that was infusing versed. No additional event information was provided.